Event description:
The physician attempted arteriotomy closure with a perclose a-t (closer ak) device following a diagnostic procedure. The device was deployed without any apparent difficulties. At some time following the procedure the patient's foot became cold and their pulse was reportedly diminished. The patient was taken to surgery. The surgeon reportedly found a "needle caught at the back wall of the artery." The surgeon repaired the arteriotomy site and the patient did well following the surgical procedure. Although requested, additional information was not provided.